Event description:
It was reported that an (B)(6) male underwent an atrial fibrillation (afib) ablation procedure on (B)(6) 2022 with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced an infection of the surgical wound. Infection of surgical wound (ae1) started on (B)(6) 2022 with an alert date of (B)(6) 2022. The study investigator evaluated the severity as moderate and not serious. There was no serious deterioration in the health of the patient or death. Prolonged hospitalization was required. The relationship to study device was considered not related and possibly related to the procedure. Medical intervention included medication and there was surgery (surgical removal of stitches). The patient outcome is recovering/resolving.

Manufacturer narrative:
Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 26-jan-2023, additional information was received indicating the agilis sheath was inactivated as a log line. As such, please consider the agilis sheath as removed from section d10. Concomitant med products. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 18-jul-2023, additional information was received indicating the event was possibly related to the index procedure. Additionally the patient¿s outcome status has been updated to ¿recovered/resolved¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: on 2-mar-2022, it was noticed that the incorrect h6. Health effect - impact code was reported in the 3500a initial medwatch report. The incorrect code was ¿recognised device or procedural complication (f15)¿, as such, the correct code of ¿surgical intervention (f19)¿ has now been added to the 6. Health effect - impact code field.